Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip detached. The target lesion was located in an unspecified vessel, below the patient's knee. A non bsc guide wire was advanced into the patient, but was not able to cross the lesion. The 300cm pt graphix guide wire was then advanced and resistance was noted. While in the popliteal artery, prior to reaching the intended location, the tip of the guide wire was torn and ended up in a side branch. The physician determined it was not possible to remove the tip due to its location. The procedure was completed with a .014" platinum plus guide wire. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip detached. The target lesion was located in an unspecified vessel, below the patient's knee. A non bsc guide wire was advanced into the patient, but was not able to cross the lesion. The 300cm pt graphix guide wire was then advanced and resistance was noted. While in the popliteal artery, prior to reaching the intended location, the tip of the guide wire was torn and ended up in a side branch. The physician determined it was not possible to remove the tip due to its location. The procedure was completed with a .014' platinum plus guide wire. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned complaint device revealed there was not a fracture. The device presented a damaged poly tip; a 0.07cm portion of the distal poly tip was missing. A kink was identified at 266cm from the proximal end. All outer diameter measurements taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).